Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a company representative regarding a patient receiving dilaudid (250 mcg/ml at 32 mcg/day) via an implanted pump. The indication for pump use was chronic low back pain and non-malignant pain. On (B)(6) 2017, the patient reported that his managing physician moved to another state and his pump started beeping 2 weeks ago. It was beeping every hour and the patient was wondering how long it would beep. The patient had contacted a home infusion agency but they could not assist him without an order. The patient was planning to contact a physician. The patient had no symptoms. Additional information was received on (B)(6) 2017 from a company representative who reported that the patient¿s pump was still alarming. The pump was empty on (B)(6) 2017. They were still looking for a managing physician for the patient. At this point, they wanted to have the pump alarm silenced. There was no hcp (healthcare professional) nearby that could update the pump at the time of the report, so the pump was being left as is and they would try to get the patient in to see an hcp as soon as they could. No further patient complications have been reported as a result of this event.